Manufacturer narrative:
Block b3: exact date unknown, event date used was the date of explant.

Event description:
It was reported that the patient underwent an explant procedure due to a suspected infection.